Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided assistance in resetting the pump, as the malfunction code was resettable, and advised the caller to continue using the pump while instructing them to reach out if the issue recurred. The caller acknowledged and understood these instructions.